Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while removing the 5mm. Instrument, the device cannula broke on all ports as the instrument (sonicision) became stuck within the trocar and was difficult to remove. The instrument had to be torqued back and forth in order to be removed from the trocar and complete the case. There was no patient injury.